Event description:
On (B)(6) 2012, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography scan revealed a proximal type I endoleak, and a distal type I endoleak in the right common iliac artery. On the same day, the pt was implanted with an aortic extender component and a contralateral leg component to treat the proximal and distal endoleak, respectively. The endoleaks were resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Add'l excluder components included in this report: rmt281416 / 10288234, pxc141000 / 9792580. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. The physician and pt should review the risks and benefits when discussing this endovascular device and procedure including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.